Event description:
As reported by the clinical specialist, during post procedural angiogram the right femoral artery was noted to have a dissection flap. There was slow flow. Decided to balloon the vessel but had a lot of difficulty crossing the area of slow flow. Dr. (B)(6) (CT surgeon) felt it was a back wall close and the vessel had been closed by suture. However they did cross with a wire, ballooned and decided it looked like a dissection flap and made the decision to place a self-expanding stent in the vessel.

Manufacturer narrative:
According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the minimum luminal diameter is unknown and the degree of calcification and tortuosity if unknown. The exact cause for the reported dissection flap cannot be confirmed; however, there was no report of device malfunction. It is possible that patient factors contributed to the event. No further actions are required.